Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the rsmb staff. It was reported that there were two volume discrepancies; two times in 2005. The events prior to the volume discrepancies are as follows: muscle spasms resulted in dose increases four times within two months in 2005. The pt presented to the ER with intolerable pain three days later, and was admitted for treatment of worsening leg cramps. That same day IV ketorolac, morphine, diazepam, and oral baclofen were started. On nine days prior to original date, the pt experienced shortness of breath due to pulmonary edema. IV lasix was administered. The pt was found to have abnormal lab values, hgb 11.8 and hct 36.5. He was diagnosed with anemia and started iron sulfate 325 mg orally. On the next day, the pt was diagnosed with depression, due to crying; lexapro 10mg orally was started. On the same day, the pt experienced acute abdominal/inguinal pain and reported constipation due to an ileus and urinary retention. A dulcolax suppository was administered and a foley catheter was placed. On that day, the pt's pump, containing morphine and clonidine, was reprogrammed to minimum rate due to somnolence attributed to the intrathecal morphine. On the following day, the amitripyline was discontinued and neurontin was decreased. The leg cramp event resolved and the pt was discharged two days later. Five days later, the pt came into the office and the clonidine-morphine was removed, this showed a volume discrepancy. The medication was replaced with preservative free normal saline. On the following month, the pt returned to the office and the normal saline was removed from the pump and replaced with dilaudid. One week later, the pump was reprogrammed for better pain relief.